Event description:
The customer contacted stryker to report that their device was not able to deliver a shock. This issue is patient related; however there was no adverse event reported

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. The customer informed stryker that they would like to repair the device themselves. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.